Event description:
My infusion set was compromised which lead to insulin delivery failure. This in-turn lead to going into dka and hospitalization. While the infusion set compromise was due to external causes, no alarms or notifications occurred, indicating a delivery failure. When attempting to report this to the manufacture (medtronic), the support staff is not adequately staffed to take calls. I have tried for over a month to contact the support staff with no tangible result. I am reporting this as the manufacture does not appear to be able to support their product and relies on automated prompts and attendants vs. Actual resources to resolve technical issues with the medical. (B)(4).